Event description:
The customer initially reported that the blade of the device stuck in the open position. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws, but the jaws were aligned correctly to each other. The knife webbing was bent and the edge was damaged, indicative of contact with a hard object such as a sample. Engineering evaluations have been able to duplicate the knife protruding by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU also warns not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.